Manufacturer narrative:
A ge service representative performed an on site investigation. The pc guard was replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would take longer than normal to boot and would occasionally not boot up at all. There is no report of injury or death associated with the event described in this complaint.